Manufacturer narrative:
Date of event: (B)(6) 2017 additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing power surges at the lead site when she coughed and changed position. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing power surges at the lead site when she coughed and changed position. The patient will undergo an ipg replacement procedure.